Event description:
It was reported that when booting up the programmer, an error message was generated. The programmer power was recycled but another error message displayed. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powers up with an error.